Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Device had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value was 400 mg/dl which she had not treated. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.